Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates swg/ars resistance - kinked.

Event description:
It was reported that the swg (spring wire guide) got stuck in the ars (syringe) and didn't advance further. Therefore, a new kit was used instead.

Event description:
It was reported that the swg (spring wire guide) got stuck in the ars (syringe) and didn't advance further. Therefore, a new kit was used instead.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) assembly and arrow-raulerson syringe (ars) for evaluation. The lidstock was also returned. Signs of use in the form of biological material were present on the ars and swg. Visual inspection revealed the guidewire was kinked at two locations towards the distal end. Both welds appeared full, spherical and intact. No defects or anomalies were observed on the ars. The kinks in the guide wire measured 421 mm and 429 mm from the proximal tip, respectively. The overall length of the guide wire measured 451 mm which is within specification of 450-458 mm per swg product drawing. The outer diameter of the guide wire measured 0.843 mm which is within specification of 0.838-0.877 mm per product drawing. The returned guide wire was able to pass through the returned ars with minimal resistance. The guide wire was also passed through a lab inventory 18 ga introducer needle with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed both the distal and proximal weld of the guide wire were intact. The bill of materials was reviewed and it was discovered that an ars is not supplied in the reported kit. It appears that the customer may have returned an ars from another kit or the incorrect finished good was reported. A device history record review was performed and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with this kit includes the following warnings and cautions for the user: "warning: do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to avoid possible severing or damaging of spring-wire guide." "Precaution: maintain firm grip on spring-wire guide at all times." "Warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Warning: do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked at two locations near the distal end. A device history record review was performed for the guidewire with no relevant findings. The guidewire passed all relevant dimensional and functional testing. No defects were observed on the returned ars and the guidewire passed through the returned ars with minimal resistance. However, since an ars is not supplied in the reported kit, it appears that the customer may have returned an ars from another kit or the incorrect finished good was reported. Based upon the discrepancy between the customer reported kit and the returned sample, a probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.